Event description:
It was reported that during a low anterior resection procedure, after firing, the staples did not form properly. It was the 2nd assistand (nurse) who activated the device. Despite having been previously inserviced, this may have been her first time using the device. They were able to remove all the staples and redo the anastomosis with another device, without incident. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.